Event description:
Report received describing a catheter fracture or shear. The shear was superficial so all parts of the catheter were retrievable. Pt experienced the surgical complication of cerebrospinal fluid leak, that culminated in an infection and removal of the entire system. A supplemental medwatch will be filed when additional info is received.